Event description:
The x-ray arm of a radiation therapy simulator reportedly descended onto the patient table while the customer was attempting to move it. The patient was seated on the table at the time of the event, but the x-ray arm did not contact the patient. However, a potential for injury exists if the x-ray arm had descended when the patient was in a different position. The investigation of this issue showed that the drive belt for the x-ray arm had broken due to excessive wear. In response, a replacement of belts older than 6 years was performed in the field. Also, the preventative maintenance instructions for simview 3000 units were updated to include periodic scheduled replacement of this belt. This incident occurred in new delhi, india.